Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Moreover, the device serial number was tracked to its sterility lot; complaint database review indicates no other endocarditis reports received for any devices processed under the same sterility lot. The op report documents the patient having a urinary tract infection (uti) with staph aureus, subsequently developing endocarditis. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined. However, it is likely that this event was related to the patient's uti and not a malfunction or deficiency of the edwards valve. No further actions are possible with the available information.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 3 months due to prosthetic aortic valve endocarditis. According to the op report, the patient tolerated his initial aortic valve replacement surgery quite well and was discharged uneventfully. Subsequently, he was admitted to a hospital with fever. He was found to have significant urinary tract infection with staph aureus. He was treated with antibiotics; however, subsequently developed bacteremia. This led to an evaluation of his valve revealing prosthetic valve endocarditis with no significant vegetations or aortic root inflammation. He was discharged but then again, re-presented with fevers. This time, transesophageal echocardiogram showed a new large vegetation on the aortic valve; it was obstructing with stenosis. He also had evidence of an aortic root abscess. Therefore, redo-aortic valve replacement was scheduled. During explantation of the valve, there was dehiscence along the non-coronary sinuses and this lef to the pseudoaneurysm. There was some mild purulent fluid posterior to the valve graft and there was tremendous inflammation in the root. The valve was removed in its entirety. The abscess cavity was debrided back to healthy tissue and a new edwards valve. There were no perivalvular leaks. The patient was weaned from cardiopulmonary bypass and ventricular function was good. Per follow-up with the patient, he reports he had a stroke. He stated, 'I've recovered 110%." He reports that his status post this procedure on (B)(6) 2013 was complicated by bleeding and the need for a permanent pacemaker. 'I was very critical. I almost died... They had to take me back to surgery for bleeding... An artery was not closed off... I also needed a pacemaker, maybe because the infection ate away some of my heart.' Through additional follow up, the patient reports that he is currently back at work. No other details provided.